Event description:
It was reported that during a laparoscopic sigma procedure, incomplete staple line. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch number included in the lot number provided is h50n72 (mfg 03/04/2011). Completed by (B)(4).